Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Pt had chest surgery on the left side and the garment irritates the surgery site. Patient described the area as open and irritated .there was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested that the patient put a thin padding or thin cloth as a barrier, without obstructing the electrodes. Follow up indicated that the skin irritation improved.